Event description:
It was reported patient underwent right total knee arthroplasty on unknown date in 1999. A subsequent revision was performed (B)(6) 2013 due to pain. The bearing and patella components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the additional reasons for the revision procedure, which was unknown at the time of the initial medwatch. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "nteroperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain." The following sections could not be completed with the limited information provided. Date implanted - unknown.

Event description:
It was reported a patient underwent a right total knee arthroplasty on an unknown date in 1999. Subsequently, the patient was revised on (B)(6) 2013 due to pain, deteriorating range of motion, progressive deformity, significant interference with function, patella loosening and bearing wear. The poly bearing and patella were removed and replaced.